Event description:
It was reported the patient couldn¿t get the battery turned off. They were confused on what ¿on icon¿ meant on the patient programmer. They had put their patient programmer in the black case that was sent with it and all of a sudden they had tremors and the remote was turned off. They were sitting down when that happened. The programmer showed the device status was ¿on and okay.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# va0n5k3, implanted: (B)(6) 2014, product type: lead; product ID 3387s-40, lot# va0jqxa, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).